Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The cause of the equipment failure was detected, and accessories were ordered. The drive valve manifold and 5000 hr maintenance kit, photoelectric detection module and safety disk were replaced. The equipment passed all performance and safety index tests specified by the factory and can be used in clinical practice.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) had the device alarmed that the negative pressure was too low, and faulty device was replaced with other device to continue therapy. No harm or injury reported.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.